Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that when disconnected the tubing from the j-loop connector. The user noticed that part of the male luer on the tubing broke off and stuck in j-loop hub. Although requested, no further details were provided by the customer for this event.